Manufacturer narrative:
At this time, the pt was unable to identify the devices implanted but believes them to be either rejuvenate or abg ii. Additional info has been requested and if received, will be provided in a supplemental report. The reason for the serialization starting with 90xxx is to provide clarification following a change in stryker's electronic complaint systems.

Event description:
It was reported that pt was advised to register with stryker. She reports pain while lifting leg and walking up stairs. Pt has had blood work and mris done. She is scheduled for more blood work and an MRI in (B)(6)2013. Her surgeon has told her that he is about 90% sure she will need a revision surgery.